Manufacturer narrative:
Concomitant medical products: product ID :37713, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type :programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37713, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for other chronic/intractable pain (trunk/limbs). It was reported that the patient was having headaches every time she recharged the implant for the past 4 years prior to the date of this report. Additional information received reported the patient was still having concerns with their device or therapy but they had not sought further help. About 1.5 years later a healthcare professional (hcp) reported that the system was explanted and 0 and 1 electrode did not come out and remained in the epidural space at c1. What was left in the patient was the 0 electrode, a plastic piece between 0 and 1, and the 1 electrode. It was noted that the system was removed because when the patient attempted to recharge she would experience headaches. Further follow-up is being conducted to determine the serial number of the lead, the cause of the electrodes not coming out at explant, and if any actions or interventions will be taken to remove the remaining parts. If additional information is received, a follow-up report will be sent.